Manufacturer narrative:
H3: no device or device photo was returned for investigation. Due to this, no root cause was determined as a product evaluation and problem confirmation cannot be performed. No previous repair has been noted in the last 12 months and no event log history was provided. If the product is returned, this complaint will be reopened for further investigation.

Event description:
It was reported that a syringe pump was missing the attachment on the back to clamp it to an IV pole and was just sitting on top of an alaris lvp. It was not in use but was plugged into the wall. Nurses were in the room and noticed the pump spontaneously start shooting out sparks and smoking. It was immediately unplugged from the wall, and the nurse picked up the patient and exited the room for safety. The pump continued to smolder and emit smoke with a strong smell of electrical fire. The nurses pulled the fire alarm and called the emergency line to initiate a code red, notifying engineering and biomedical staff. Biomedical staff came and took the damaged pump. The charge nurse inventoried the syringe pumps on the unit and found several missing the clamps on the back. No clamps were available in biomedical or central supply. Assessment of syringe pump indicates a short occurred on the ac main board side. Heat along with liquid intrusion are the possible causes. There was no patient involvement.